Event description:
A nurse reported on (B)(6) 2012, around 11:00am, the patient at the facility experienced a hypoglycemic episode with a loss of consciousness and seizure. The caller further reported the reading of 403 mg/dl was obtained on their adc meter that was higher compared to a paramedic's meter reading of 43 mg/dl obtained upon arrival. The customer was treated with dextrose on the scene and transported to a hospital where she was diagnosed with hypoglycemia and treated with "volume" (valium) and dilantin. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. The serial number was rubbed off, hence is not available. The device manufacture date is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (48889) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).